Event description:
The customer contacted physio-control to report that their device does not pick up the ECG rhythm from a simulator. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue was not determined. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device does not pick up the ECG rhythm from a simulator. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer contacted physio-control to confirm that there was no issue with this device and the report was made in error.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not pick up the ECG rhythm from a simulator. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.